Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports not being able to adjust stimulation. Caller reports display showing "call your doctor" icon. Caller reports an oor condition. Patient is travelling in (B)(6) at moment. Caller doesn't believe patient has access to increase settings. Patient saw oor when doing a device check with remote. Caller says in patient's chart from (B)(6) 2012 it says on c+, 0- patient had >4000 ohms impedance values on an older device. However, it was stated that the patient has always had weird impedances, even before replacement to current device. It was reported that the patient has been getting kind of this little bit of a clonic twitch and it¿s pretty intermittent. The patient kind of gets this sudden twitch more or less that doesn¿t really sound stimulation related. The oor message and twitching are reported to have been occurring in (B)(6) 2013. No complications or further complications were reported. The patient is implanted for parkinson's dual movement disorders. [Refer to manufacturer report #3004209178-2013-04583 for details pertaining to the reportable related event.]